Event description:
Medtronic received information that 1 year 11 months following the implant of this transcatheter bioprosthetic valve, heart failure was reported. Per the physician, the heart failure was not related to the valve degeneration, valve or procedure. Additionally the patient was hospitalized an unknown time following the valve implant for an unknown reason. No additional adverse patient effects were reported. Additional information received that on an unspecified date, the patient had sick sinus syndrome (sss) and required hospitalization. The investigator assessed both procedure and device as unlikely related.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.